Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead (B)(6) 2003. Concomitant product: 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had an apparent fracture due to noted high impedance and high threshold. Therefore, the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.